Event description:
A customer reported to beckman coulter inc. (Bci) that erroneously elevated rheumatoid factor (rf) results were generated by immage 800 immunochemistry system on (B)(6) 2011. Immage rheumatoid factor reagent lot m101865 was used for the assays. The erroneous results were reported out of the laboratory. Recalibration did not make differences in results. Repeat testing after recalibration with a new lot of rf reagent (lot m106133) produced results within the normal reference range, below 20 iu/ml, for most of the samples. Repeat testing results were not provided. There was no report of effect to patient treatment. This report documents the event on (B)(6) 2011 when seven erroneously elevated results were generated. Immage 800 immunochemistry system: catalogue number - a15445, serial number - (B)(4), date of manufacture - 04/12/2010, product code - jqx, nephelometer, for clinical use, 510(k) number - k962294.

Manufacturer narrative:
Samples were serum. No calibration or qc issues were noted. The customer was sent another lot of reagent. Failure mode appears to be reagent related. The related events at this customer site are reported in below listed mdrs: 2050012-2012-00033, 2050012-2012-00034, 2050012-2012-00035.